Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had a frozen screen and could not press any buttons . Customer's blood glucose was unknown mg/dl. The customer thinks it may have been due to moisture. The customer stated that there is no cracks on the device and it started to work again after he took the battery out.

Manufacturer narrative:
The pump was received with no button response due to corroded keypad traces. No frozen screen was noted. Unable to perform the functional testing due to the button keypad anomaly. Moisture damage was found on the interface board. The pump was received with cracked battery tube threads, a reservoir tube lip, minor scratches on the display window and a missing end cap sticker.